Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was located on the side so when the belt is put on, it has to curve around to connect. The patient reported that this was causing the ins to shift and slide down the side and it is twisted so it is not easy to find it to charge. The patient reported that they do not know why the healthcare professional placed the implant on the side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who responded back from follow up letter sent to them. The patient reported they notified their health care provider on (B)(6) 2018, and (B)(6) 2019. Patient indicated x-rays were taken on (B)(6) 2018 which were inconclusive. Patient will monitor for the next few months. Weight at time of event was reported to be (B)(6).